Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. It was initially reported that the suspect medical device is an unspecified mentor gel breast prosthesis. New information shows that it is a mentor smooth round moderate profile 575cc saline breast prosthesis, catalog #3501690, lot #5560601, PMA #(B)(4) UDI #(B)(4). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
On 26-mar-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a deflated breast prosthesis. During visual evaluation of the device, a crease was observed on the anterior view. In addition, shell abrasion was noted within the crease. Leak testing was performed in accordance with mentor procedures, and a tear measuring less than 0.1 cm was found within the shell abrasion. The evaluation determined that the rupture is consistent with a shell abrasion rupture. Shell abrasion is defined as a material separation occurring in the smooth layer and can eventually progress through the shell of smooth devices. Related to the crease, this failure may be the result of the continuous and sustained stresses to the device. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: implant exchange. (B)(4).

Event description:
It was reported that a female patient underwent a primary breast augmentation procedure with an unspecified mentor gel breast prosthesis that ruptured after implantation. Rupture of the patient¿s left breast prosthesis was discovered during an exchange surgery performed on (B)(6) 2020. The patient had both breast prostheses explanted and they were replaced with non-mentor breast prostheses.